Manufacturer narrative:
Concomitant medical products: product ID: 37791, lot# :unknown, product type: recharger. Other relevant device(s) are: product ID: 37791, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that starting in 2017, they had been seeing the thermometer picture on their recharger and they were also experiencing heating in the area of their implanted neurostimulator (ins) when the charging the ins.  The heating continued in the ins area and started to hurt and burn the patient when charging the implant.  The ins area would get so hot that they were not able to charge the ins and they were experiencing pulsing in their legs.  As a result, the patient stopped charging the ins in 2020.  Patient services (ps) reviewed that the ins was possibly in overdischarge.  The patient commented that the ins had been in overdischarge twice before and they were not sure if the ins would be able to charge again.  Due to the report of the thermometer screen, a replacement recharger antenna was sent to the patient.  The patient was also redirected to see their doctor to have the device checked and discuss next steps.